Event description:
It was reported that the lens was explanted approximately 3 months post implantation due to asymmetrical vaulting. This event refers to pt's left eye. Before the lens was explanted the bcva was 20/25. Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.